Manufacturer narrative:
This supplemental report is being submitted to correct d1 "brand name", d2 "type of the device", d4 "additional device information" and g4 "premarket identification" in the MFR report #8010047-2021-14657 and provide additional information. According to the information provided by olympus medical systems india private limited (omsi), the device with the problem reported by the user was the olympus video system center otv-s7pro. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -the screen was pink and the endoscopic image was not displayed, due to a failure of the dx board. In addition, the exposure level (exposure) indicator did not light up due to a dp board failure. These failure modes are MDR reportable malfunctions. -the stop button on the pc card was broken. -the video connector socket was loose. -the condition inside the device was normal. -the front panel was broken. -the screw was stuck inside the chassis. -the lid and front panel were scratched. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer checked the device for routine inspection and found that green and pink image was displayed on the monitor screen with the endoscopic image on a bright background. In addition, the endoscopic image was intermittently noisy. It was also confirmed that there was a screw left in the device and some screw was missing. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device is planned to be returned to (B)(4) but has not been returned yet. The olympus field service engineer confirmed that the front cover and lid were dented and scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.